Manufacturer narrative:
(B)(4). H6 health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using an omnipod 5 pump at the time of the event. At approximately 4:30 pm, the patient reported that her cgm glucose reading decreased to 60 mg/dl. While entering a store with her daughter, she experienced symptoms of clamminess, nausea, and feeling faint. In response, she consumed one full bottle of liquid glucose (amount unknown), two bottles of coca-cola, and ten peppermints. As her symptoms did not improve immediately, her daughter and a sales associate assisted her to a vehicle and transported her to the emergency department (ed), arriving at approximately 5:15 pm. Upon evaluation, a fingerstick blood glucose (fsbg) measurement was 98 mg/dl. The patient later observed elevated glucose readings on her cgm but was unable to recall the specific values. She stated that the glucose values obtained by the medical team did not appear to correlate with the cgm readings. During the ed visit, the patient was evaluated for nausea, feeling faint, and an upset stomach. Treatment included IV fluids, antiemetic medication, and laboratory testing. The patient reported that she did not receive any treatment specifically for glycemic state. She subsequently fell asleep and was discharged at approximately 1:00 am on (B)(6) 2026. At discharge, she was advised to follow up with her endocrinologist. On (B)(6) 2026, after reviewing the event and the patient's glucose records, her physician recommended discontinuing the omnipod 5 insulin pump and resuming insulin therapy via insulin pens. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.